Event description:
It was reported that the cs300 had leak in circuit alarm. No patient involved or harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use during routine check the cs300 had leak in circuit alarm. No patient involved.

Manufacturer narrative:
Updated field: b4, (g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b5, h6 (health effect ¿ clinical code). A getinge field service engineer (fse) during preliminary testing found safety disk cycles exceeded. As per service manual replaced safety disk (0997-00-0985-01). Ran unit for 60 min, no problems found. Product passed all functional and safety tests per factory specifications.